Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: the pump was returned with moisture observed behind the display lens. There were unexplained pump reboot events observed in the black box. The pump powered on, but the display screen was blank. Moisture ingress was found on the internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.